Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became damaged. Subsequently, insulin leaked from the patient line. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 168 mg/dl.